Event description:
This lead was explanted due to retrograde migration into the coronary venous system. This lead was explanted and an attempt to implant another lv lead was unsuccessful. Therefore, the physician chose to plug the lv port. There were no adverse pt effects reported.